Event description:
Physician placed filter on (B)(6) 2016 without incident, and performed bariatric surgery on the patient on (B)(6) 2016. Physician found out recently that the patient died at a later date. Autopsy showed the filter in the tricuspid valve with clot in the filter.